Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the adjustment procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
When re-adjusting the balloon, with a clean stomach, I located the valve's nylon thread and applied oral traction to attach it to the equipment. The silicone tube ruptured, causing me to need to puncture and aspirate the balloon's contents.